Event description:
It was reported that during a robotic vats lobectomy procedure the surgeon was behind the robot and the pa was at the patient's side handling the stapler. The device was being used for the fourth firing with a green cartridge; the pa closed the device on the lung parenchyma and the surgeon realized that the reload was not seated properly. When they attempted to adjust the reload robotically it fell out of the device. The surgeon removed the stapler through the trocar. The pa and the surgeon were using graspers to remove the reload from the patient when it flexed, the reload and the yellow drivers, staples and the metal sled came out of the reload and fell into the patient's chest cavity. The metal sled appeared to be bent and may have been caught on the trocar during removal. The entire issue happened very quickly, they removed part of the debris and the metal sled. The surgeon then fired another like device across the lung and noticed there was allot of bleeding. The surgeon then converted to open to control the bleeding. At this time it is not known how many ccs of blood were lost. There are still pieces of the reload and staples in the patient. The case is ongoing.

Manufacturer narrative:
(B)(4). Information is unavailable; device has been misplaced at the account.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time. Dr thinks that he knocked the reload loose with the robotic arm and that is how the reload became loose. He and the pa thinks that the reload came apart as a result of both graspers on the reload dislodging the metal reload frame and when the pa went to pull the reload out the metal must have caught on the trocar pulling the metal off and allowing the reload to come apart and the drivers to fall into the thoracic cavity. I was told that the patient "should be ok". Was a new reload placed into the device? Yes. What robotic device was used to manipulate the pan? "?". Were the staples formed properly? Staples formed properly in 3 firings prior to the incident. How much blood was lost? Not known. Blood loss was not due to stapler malfunction. Was a transfusion required? Not known. Where was the bleeding coming from? Not known. What color reload was used when the hemostasis issues were experienced? Blue. How is the patient currently? Is the patient expected to have a full recovery? I think so. Patients preexisting condition(s)? Unk. Patients age, sex and weight? Unk. Has the surgeon and staff been inserviced? Yes.